Event description:
The patient has a model 3186 scs lead and a model 3163 scs lead. This issue is related to the model 3186 scs lead. It was reported the patient was no longer receiving right leg stimulation. X-rays revealed the lead had migrated. The patient underwent surgical intervention on (B)(6) 2014 during which, an additional lead (different model) was implanted. Effective stimulation was restored following the procedure.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.